Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that nurse was trying to rewarm a patient. Nurse was just starting therapy on the patient and the device was alerting low flow, air leak warning. The flow rate was initially 1.5 lpm and dropped to 0. Nurse stated they had recently sent this device to their biomed for a similar issue and thinks the issue was not fixed. Nurse thought they were having issues with where the pads were connected on the line and wants to know if this could be the problem. Nurse asked for help troubleshooting. Nurse stated did not want to spend too much time troubleshooting the device. Nurse stated they were using two large pads. The device also alerted low reservoir nurse was asking if they should fill the machine. Nurse had already emptied and disconnected the pads. Mis had nurse reconnect pads using proper technique using different ports on the fluid delivery line. Nurse restarted therapy and water flow rate up to 3.4 lpm. Mis informed nurse because has already cleared out of the low reservoir alert and was able to start therapy, nurse did not need to add any additional water. Mis explained to nurse there was enough water to run at least one therapy. Mis explained low flow did not mean the water level was low. After a few minutes, water flow rate remaining stable at 2.8 lpm. Mis also discussed because nurse did not have all of the pads connected, the flow rate might not be as high as if all four large pads were connected, however this was still a good flow rate. Mis informed nurse could connect the pads that are not in use to the fluid delivery to increase flow rate if would like. Mis suggested nurse place tape over the fluid delivery line ports that provided a low flow and send to biomed after therapy to verify if these have any issues as it was possible, they a could be the cause. As per nurse via phone on 22nov2022, patient was able to complete therapy after following mis suggestions. There was no patient injury. Nurse has no further information on device and was not sure if it went back to biomed since the device continued to work.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse was trying to rewarm a patient. Nurse was just starting therapy on the patient and the device was alerting low flow, air leak warning. The flow rate was initially 1.5 lpm and dropped to 0. Nurse stated they had recently sent this device to their biomed for a similar issue and thinks the issue was not fixed. Nurse thought they were having issues with where the pads were connected on the line and wants to know if this could be the problem. Nurse asked for help troubleshooting. Nurse stated did not want to spend too much time troubleshooting the device. Nurse stated they were using two large pads. The device also alerted low reservoir nurse was asking if they should fill the machine. Nurse had already emptied and disconnected the pads. Mis had nurse reconnect pads using proper technique using different ports on the fluid delivery line. Nurse restarted therapy and water flow rate up to 3.4 lpm. Mis informed nurse because has already cleared out of the low reservoir alert and was able to start therapy, nurse did not need to add any additional water. Mis explained to nurse there was enough water to run at least one therapy. Mis explained low flow did not mean the water level was low. After a few minutes, water flow rate remaining stable at 2.8 lpm. Mis also discussed because nurse did not have all of the pads connected, the flow rate might not be as high as if all four large pads were connected, however this was still a good flow rate. Mis informed nurse could connect the pads that are not in use to the fluid delivery to increase flow rate if would like. Mis suggested nurse place tape over the fluid delivery line ports that provided a low flow and send to biomed after therapy to verify if these have any issues as it was possible, they a could be the cause. As per nurse via phone on 22nov2022, patient was able to complete therapy after following mis suggestions. There was no patient injury. Nurse has no further information on device and was not sure if it went back to biomed since the device continued to work.